Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the hospital for high blood glucose (bg) levels. Patient¿s blood glucose exceeded 500 mg/dl while wearing the pod on the infusion site (arm). The patient stated was over 500 mg/dl for 12 hours. Patient was diagnosis with ketone acidosed. Patient¿s body shut down, ambulance was called, and patient was in and out of consciousness, patient stated kids got the patient sick and patient was throwing up. The patient's treatment included manual injections, one bipola medication, 2 mg of moraphene, lamictal, intravenous running, insulin, triliptal. The patient had ketones and was admitted into the intensive care unit (ICU). Patient stated the site appeared different than usual when the pod was removed.